Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendations for patients that may become symptomatic with mode switch is to have pacemaker generator change. Patient felt to be at risk to be symptomatic with mode switch patient had pacemaker generator change on [redacted].